Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic shell: stage 4. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "periprosthetic shell: stage 4: the breast is very hard in consistency, deformed and painful at the touch". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Healthcare professional reported "periprosthetic shell: stage 4: the breast is very hard in consistency, deformed and painful at the touch". Later healthcare professional reported "capsules baker grade iii". This record is for the right side. The device was explanted and discarded.